Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a hamilton-c3 ventilator displayed the technical error ¿option not found.¿ the real time clock was set correctly, and the connections of the esm board were checked, but the error persisted. The esm board was then replaced. After the replacement, the device operated normally and all options were correctly installed. No patient was involved, and no patient related risk has been identified. No further information has been reported. The case is considered closed.

Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "the hamilton-c3 show the error : option not found. I have set correctly the real-time clock (rtc) and checked the electronic system module (esm) board connections, but the error persists. After the esm replacement, the unit is working ok and all the options are installed." No patient involved.